Event description:
Philips received a complaint by the customer on the v60 indicating that the display was dark. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the display was dark. The customer reported that the backlight had malfunctioned, and the customer replaced the light crystal display (lcd) but the display was still dark. The customer ordered and replaced the back light inverter printed circuit board assembly (pcba). The customer replaced the back light inverter pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.